Manufacturer narrative:
The subject device was evaluated, however the investigation is on-going. During the initial evaluation, the e116 communication error was confirmed. A defective printed circuit board was found and causing the error to occur. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus representative was performing an inspection on a demonstration visera 4k uhd camera control unit. During this inspection, the subject device began displaying an e116 communication error message. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed error code e116 due to a defective printed circuit board. The specific root cause of the defective printed circuit board could not be determined at this time. According to the instruction manual, section 9.2 "troubleshooting guide" states: ¿code: e116 error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿. Olympus will continue to monitor field performance for this device.